Event description:
Bil breast augmentation 4/26/85. Formation baker's grade iii capsular contracture on right baker's grade ii on left with increasing pain and discomfort. 4/26/96 small mass below right nipple. 5/20/96 pt underwent bil removal of gel implants, right breast b4, bil capsulectomies and bil breast augmentation with saline implants. Right breast intact at time of removal, left implant was ruptured.